Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported bipolar fenestrated grasper (bfg). Evaluation of the device data indicates no issues related to the reported bfg. The logs do not track hardware issues such as the re ported cable break. The bfg had a total use time of two hundred and six minutes and a total use count of three. Review of the provided images notes the first image shows a bfg in which the blue bipolar energy cable of the instrument looks misplaced from its original position, however the cable does not look to be broken. The second image shows the serial number and reference ID which match the reported information. Further evaluation of the reported bipolar fenestrated grasper is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic inguinal hernia procedure, while peritoneal closure suturing was in progress, an instrument error was triggered for the bipolar fenestrated grasper (bfg) and an non-recoverable error was triggered for the arm cart assembly (aca). The surgeon's attempt to regain control was unsuccessful, so the bedside assistant removed the instrument. Following the broken instrument procedure. Errors and high-priority alarms were triggered after each attempt to manipulate the aca, so it was disconnected. Upon inspection, the surgical team found an exposed cable in the jaw region of the bfg. The issue was resolved after switching out the aca and bfg. There was a delay of approximately 7 minutes. There was no patient injury.